Event description:
The event involved an angiographic syringe 12cc thumb ring, (42043-01) fixed luer reservoir where it was reported that air passed into the syringe at the level of the plunger. There was patient involvement but no report of patient harm. No additional information was provided.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Manufacturer narrative:
D9: date returned to mfg on 3/6/2023. Received seventeen new. List #011-0m280-01, angiographic syringe 12cc thumb ring, (42043-01) fixed luer reservoir; lot #5788008. The reported complaint of air passes into the syringe was not confirmed on all the returned samples. No visual anomalies were on all the returned samples. To simulate clinical use all the samples were pressure leak tested and checked for any air bubbles forming around the syringe plunger. No air bubbles was seen in the syringe in an activated state. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.